Event description:
During mako navigation total left hip surgery, mako check point inserted for navigation purposes only, broke off flush in patient bone. Surgeon determined it did not pose any risk to the patient since it was not visible on the bone surface and would cause greater harm to remove the hardware rather than leave it in place. Issue escalated to charge nurse and nurse manager. FDA safety report ID # (B)(4).